Event description:
"Particles in valve" was observed during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "pain, possible leaking of mammary implants and textured mammary implants". Device remains implanted.

Event description:
Healthcare professional reported "pain, possible leaking of mammary implants and textured mammary implants". This record is for the left-side. Device has been explanted

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: not observed. ¿ particles in valve: observed. ¿ pain: unable to observe since it is not related to the device. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.